Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faces issue with pump and was admitted to hospital because of diabetic ketoacidosis high blood glucose or diabetic coma and the current blood glucose level was 204 mg/dl. The length of hospitalization occurs on (B)(6) 2024 and the patient when admitted to hospital the blood glucose level at that time is 440 mg/dl. The patient also suffers symptoms with vomiting and patient also tests with ketone. No further information available.